Event description:
Customer reported high results for ise (ion selective electrode) tests of sodium, chloride and potassium for quality control (qc) samples when using the au480 clinical chemistry analyzer. A beckman coulter field service engineer was dispatched to evaluate the analyzer. The customer verified no patient samples were ran when the qc results were reported high. No results were reported outside of the lab, and no patient treatment was affected. There was no report of death or injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and performed a batch run of n=80 using both customer's low and high control material. He stated he found the first sample was high for all three ises. Upon observing the ise run for several hours, the fse found micro bubbles coming from the buffer tubing. Fse was able to determine the introduction of air causing the bubbles was coming from the buffer valve. Fse ordered part and had another engineer return the next day to install. Fse then ran 80 samples to verify bubbles were nonexistent. Qc (quality control) was then ran with all results recovering on the mean. Customer then confirmed the qc results and no further issues were found. Failure mode: buffer valve had failed and caused introduction of bubbles within the system. The fse replaced the valve to resolve the issue. (B)(4).